Event description:
It was reported that when using the bd pyxis¿ medbank tower screen did not turn on, remote cabinet was offline. The cables were checked and it was connected via ups. Customer was guided to connect it directly to the outlet instead, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were connected to a uninterrupted power supply (ups) and it was disconnected. A field service engineer (fse) reconnected the ups and connected the medbank and refrigerator to the ups. It was identified that the ups battery was not charging and required replacement, so a new case would be created once the replacement part arrived. The medbank was verified to be operational as there was no issue found on the station, and the customer was able to successfully log in to the device. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower screen did not turn on, remote cabinet was offline. The cables were checked and it was connected via ups. Customer was guided to connect it directly to the outlet instead, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.